Event description:
The rep reported the device was used during a laparoscopic video assisted thoracic procedure. It was reported while attempting to control a bleeder (bleeding vessel) using an er220. The surgeon complained the clips were crossing and not maintaining security on the vessel. The surgeon then used a er420 and the clips were not forming and were shooting out of the clip applier every time the instrument was fired. The surgeon converted to an open procedure to control the bleeding.